Event description:
The procedure was for embolic coiling of an aneurysm. The balloon inflated/deflated normally during preparation. The balloon was prepped with saline. When inflated during the procedure, the balloon was not visible. The procedure was continued. The catheter was moved distal to the aneurysm. The physician flushed through the catheter after removing the guidewire. An exchange guidewire was placed. The system was pulled back approximately 10cm proximal to the aneurysm. The patient moved. The patient's pressure changed and they became aware that the aneurysm ruptured, as the physician thought that the balloon might still be partially inflated, additonal deflation was attempted. The catheter was withdrawn quickly, and the catheter broke in the introducer sheath.